Event description:
It was reported that the buttons were not responding on the customer's insulin pump, after it had been stored in a plastic bag and there was moisture on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, an unexpected failed battery test alarm was noted due to a faulty battery tube. The insulin pump functioned properly after the battery tube connector was unplugged and then plugged back into the interface board. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No traces of moisture were found at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.